Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had stuck button alarm and insulin pump had blank screen. The customer¿s blood glucose was unknown. Customer stated that they were not able to clear the alarm. The troubleshooting was performed for thee stuck button alarm. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify stuck button alarm due to blank display. Also, received with moisture damage inside of the battery tube and on the motor and force sensor.